Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On 06/29/2016 a medtronic representative, following-up at the site, reported the site declined service on the imaging system behavior. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that after driving their imaging system down the hallway, it was docked and then it would not undock. The site representative re-booted the imaging system twice and then was able to unlock. After, it took a few attempts to get the gantry to open and close. This occurred prior to a procedure. There was no patient present when this issue was identified.